Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. The customer continued using the existing cartridge for insulin therapy.